Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to software issue. Field service engineer run power shell mesh and advanced firewall setting to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system failed hardware and requires maintenance which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.